Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic for routine follow up. Upon interrogation of the device high, high voltage lead impedance and high capture threshold was observed on the lead. Patient was scheduled for lead revision on a later date. Patient later returned to clinic for scheduled revision and dft test was successfully completed. Physician elected to not replace the lead though impedance and capture measured high. Patient was asymptomatic. Patient will continue to be monitored at routine scheduled intervals.

Event description:
New information received indicates that the lead was explanted during unrelated to the lead issue procedure. Rv lead impedance was set off prior to that. The patient was stable pre and post-procedure.

Manufacturer narrative:
Final analysis found the distal portion of the partial lead measuring 55 cm was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.